Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-33098. It was reported that one of the patient's lead has high impedances and patient lost effective therapy due to it. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead has the high impedances, so both are being reported.